Event description:
A valiant navion stent graft was implanted for the endovascular treatment of a thoracic aortic dissection and thoracic aortic aneurysm.  It was reported the patient returned for a CT one week post the index procedure which showed the lumen had increased, there was no sign of  an endoleak or increase of aorta. The physician decided to carry out an intervention to extend the stent by implanting a valiant navion stent graft 3 months post the index procedure. Approximately 17 months post the index procedure the patient returned for a CT and persistent false lumen filling and aorta enlargement was observed. The physician intervened with extension of the stent grafts and the case was resolved. Recent CT taken approximately 4 years post the index procedure is normal.   As per the physician the cause of the false lumen perfusion and aorta enlargement was due to the use undersized stent grafts. No additional clinical sequalae was provided and the patientis fine.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmc3737c182tu, serial/lot #: (B)(4), ubd: 04-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.